Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/17/2020. Additional information: d4, d10, g1, h4, h6. Batch manufacturing records of nw838/v8004 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value and needle pull-off value found to meet the specification requirement. Additional h3 investigation summary: complaint sample evaluation: 01 opened units of code nw838 lot v8004 was received as a complaint sample for investigation. Complaint sample consist of 01 small suture pieces attached to a needle, 01 zipper tray and lid. As the complaint sample received in open condition further investigation on complaint sample cannot performed except visual inspection. Returned suture strand was visually inspected and it has been observed that suture was handled with force. Returned suture was also investigated against mention performance-fraying suture intra-op but it was not evident. Prolene sutures are from monofilament polypropylene suture which does not exhibit characteristics such as fraying. Returned needle was inspected under 10x magnification and found satisfactory. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification requirement. Retain sample evaluation: five retain samples of incident codes and lot number were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to performance-pull off suture needle, needle pull test is applicable & measurable parameter. Needle pull-off test was performed over five retain samples to check the behavior of the swaging process. All the individual as well as average needle pull-off values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a cardiovascular procedure on (B)(6) 2019 and suture was used. The suture had fibres from the sutures getting separated from it's distal end. The suture was not used for the surgery. Since suture was fragmented it was not used in the surgery. There were no adverse patient consequences reported.